Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's most recent revision was in (B)(6) 2013. No specific product problem or symptoms related to the revision were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported the revision was a lead revision with a new lead placed due to "multiple lead impedances." Last programmed in (B)(6) 2012 where it discovered that there were impedance problems. On (B)(6) 2013, the patient alleged the device was not working and the bladder may have dropped. Stimulation was not felt as of (B)(6) 2015, and started having increased urinary frequency (i.e., going 20 times a day) and leakage with urgency. The patient used ditropan since (B)(6) 2015 with some relief. Stimulation was felt in the right buttock with program 1 and 2, where it had been in the leg for program 1. Program 3 caused stimulation sensation down the patient's right leg whereas stimulation was felt at the battery site for program 4. All combinations had impedances of >4000 ohms. It was noted that the patient was unable to leave a urine sample. The battery was ok, but it was recommended that the patient have a revision of leads as the impedances were off and she was very symptomatic. On (B)(6) 2015, the healthcare providers (hcp) found the lead was located in the right s2 foramen and was unresponsive, so it was completely removed. A new lead was in right s3 with a good response. The patient's concomitant medications included cephalexin, estradiol, pregabalin, alprazolam, ergocalciferol, naltrexone, cholestyramine, lisinopril, milk thistle, ascorbic acid, multivitamins, hydrocodone, alosetron, ezetimibe, butalb, ursodiol, andpolyethylene glycol. The patient had a history of a vaginal sling in 2012 and pre-existing conditions of lumbrosacral spondylosis without myelopathy, lumbago, urinary incontinence, chronic cystitis, urinary frequency, urgency of urination, and displacement of lumbar intervertebral disc without myelopathy.